Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn1977 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the stylet was kinked in a double lumen PICC. It was stated the wire broke off inside the bag. There was no adverse events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The stylet had been removed from the PICC and the catheter was not returned for investigation. The stylet exhibited evidence of use. The white tether wire was unbundled. The wire was kinked at the proximal end of the septum on the t-lock extension set. The polyimide tubing was kinked 1.0 and 4.8 cm from the distal tip of the stylet. A microscopic examination revealed that the kinks in the polyimide tubing were located between magnets. A tactual investigation revealed that the polyimide tubing was intact. The wall thickness of the polyimide tubing was within specification. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ evaluation findings are in section h.11.

Event description:
It was reported the stylet was kinked in a double lumen PICC. It was stated the wire broke off inside the bag. There was no adverse events.